Manufacturer narrative:
(B)(4). Approximate age of device - 39 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2018 with expressive aphasia. The patient was diagnosed with a left middle cerebral artery (mca) stroke based on aphasia and right sided weakness. CT and cta were (B)(6). The patient was discharged to a rehabilitation facility on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.